Manufacturer narrative:
Initial.

Event description:
It was reported that a patient¿s guardian called to report recurring hypoglycemia during school hours, with glucose values reportedly as low as 20 mg/dl and concern that the pump was delivering too much insulin; the guardian provided observed bolus settings and was instructed to sync device data for review, confirm lows with a fingerstick, and seek clinical guidance, while urgent training for school and travel was requested. Symptoms included hypoglycemia. Outcomes included no reported long-term health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the reporter. Investigation of this case revealed insufficient information to determine a device problem, no findings available, and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.